Manufacturer narrative:
Evaluation summary: repeated dislocations of a constrained liner could be caused for a variety of reasons which are highlighted here. Compromised functionality of the retaining ring / constraining tabs of the liner. Disassociation between the femoral head and femoral stem: unsatisfactory placement of the component parts (shell, stem, or liner). Extent of component stability. Extent of soft tissue tension. Patient behavior / event. Shock events such as a fall can result in dislocations. The devices have been in-vivo for over 3 years. Therefore it is possible this pt suffered a trauma event to the hip joint that compromised the devices that precipitated further dislocations. Without further info it is not possible to conclude a root cause for the pt's dislocations or an appropriate course of action other than consultation with her surgeon. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigations could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened.

Event description:
It is reported that the pt has experienced dislocation of her hip prosthesis approx 8 times.